Event description:
The pt was hospitalized due to a diabetic ketoacidosis. Pt reportedly gets a portion of the bolus and then pump stops. Pt has changed infusion sets 6 times. Pt alleges receiving series of high pressure alarms. Pt was using simple choice infusion sets and now using ultraflex infusion sets, reportedly received high pressure alarms with both types of infusion sets. Problem with high pressure started in 2004. The pump is set with bolus max of 20u. On a bouls of 17u, pump reportedly delivered 10u and then pt received high pressure alarm. Likewise on a 7u bolus, pt received 4.5u and received high pressure alarm. Pt has site in abdomen and changes cartridge every other day. Pt would like device checked to see if there is any problem with delivery.